Manufacturer narrative:
The device was returned without any packaging, therefore the lot number could not be identified. The returned device was visually inspected and found to have separation at the tube-to-port junctions. Function testing was performed and the device failed inflation testing.

Event description:
The tourniquet cuff showed signs of leaking while being used. No pt injury was reported.